Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0063936. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, a physical sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: complaint information description:leakage of indwelling needle hose was found during puncture. No actual sample returned. From the returned video, the leakage point was near the middle of the catheter. We checked the batch record of this lot, no abnormality found on in-process inspection, final inspection and machine troubleshooting records. Check the incoming material inspection record of the catheter, no abnormality was observed. (The catheter for production of this batch is panel material, material number: b5171aaal, batch number: 9248029/9235346/9327852/9248035/9298310) leakage test the 2 retained samples, all passed. The catheter was observed under a microscope without abnormalities. No same complaint was received from the complaint lot. No abnormality found on process. As no defective sample returned, further analysis could not be done, the root cause of the catheter leakage cannot be confirmed. The plant will continue to monitor the defect.

Event description:
It was reported that the bd intima-ii" closed IV catheter system experienced leakage. The following information was provided by the initial reporter: the child came infusion at the middle shift on (B)(6) 2021, and after the needle was inserted into body, blood kept flowing out of the catheter tube. So the indwelling needle was replaced, and it could be used normally. Updates received from sales representatives on (B)(6) 2021, event description updated as follows: at 22:00 on (B)(6), during the puncture process of a child, the nurse withdrew part of the needle after inserting , and blood flowed out of the indwelling needle's catheter tube that did not enter the blood vessel. Then the indwelling needle was pulled out, and the use of another indwelling needle was normal after the replacement. The hospital required departments to report adverse events. Because the product had been contaminated by blood, the department did not keep it. Attached was the video retained at that time. The attached pictures were the products with the same batch number currently used by the department.